Manufacturer narrative:
Company rep evaluated the sys and duplicated the problem. Corrections included replacement of the ambulatory telepack's ECG connector, key pad, all plastics and reinserting the radio board. Unit was calibration and safety tested to factory's specification.

Event description:
Customer reported an issue with the panorama central station's ambulatory telepack, which may have affected telemetry monitoring. No pt injury was reported.